Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the cause of the implant becoming unanchored was unknown. The implant had become unanchored twice, each time within 3-4 months of implant/repair. The patient noted it was very uncomfortable and that nothing caused it, there was no injury. The surgeon stated that given it had happened twice, it was a high probability that it would happen a third time. The surgeon did not recommend performing surgery a third time. The surgeon recommended they leave it as is or have a doctor remove it. The patient enjoyed the relief they received from the device but hated the way it felt. It was incredibly uncomfortable and sometimes painful, especially when it caught on things, specifically chair backs.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the cause was undetermined, but presumed to be due to activity and weight fluctuations. Rep noted to their knowledge, a corrective surgery was not done. The patient has not contacted rep since.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) for spinal pain. The reason for call was within 3 or 4 months of the ins being put in the ins became unanchored, battery protruded, and moved in left butt cheek. They spoke to a neurosurgeon and re anchored the ins which worked for another 3 or 4 months then it came unanchored again for it protruded from their butt cheek again. The ins would get caught on a chair for it stuck out. It caused a process of charging the ins to be delayed. When anchored correctly the ins charged in 60 minutes but now it was 2 hours since it was not anchored correctly. The pt had to sat still to have connection. The neurosurgeon did not want to anchor it again since it was twice already. Pt wanted to know if this was a common feature. The patient was redirected to their healthcare provider to further address the issue.